Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Onset of adverse event: approximately, 6 months after the procedure. It was reported via trial that on (B)(6) 2009, the patient underwent stenting in the predilated, calcified proximal left circumflex artery with two xience v stents. On (B)(6) 2010, the patient experienced angina. The patient had an abnormal stress test that led to a diagnostic coronary angiogram showing in-stent restenosis of both xience v stents in the target lesion. The patient was also found to have disease in non-target vessels in the left anterior descending (lad) artery and right coronary artery (rca). On (B)(6) 2010, angioplasty was performed in the ostial lad and the restenosis in the index proximal circumflex with additional stenting. The rca lesion was not treated as it was determined to be non-critical in nature. The patient's aspirin dose was increased from 81 mg to 325 mg. The patient's condition resolved on (B)(6) 2010. Due to renal insufficiency, a staged procedure was performed to treat the second index circumflex lesion on (B)(6) 2010, with additional stenting. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information.